Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the previously submitted report. Corrected fields: h6, h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue.

Event description:
No new additional information received from customer.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited debris on lenses. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance for this device.